Event description:
The device was returned for a valve 6 leak. The device initially was infusing normally but after reversion, failed pneumatics hardware testing for valve 6. No additional damage was identified internally.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump error won't clear. Pins were cleaned, did not pass test infusion. No patient harm, issue did not stop active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 6). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.